Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause for the reported heart block could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on 02 october 2024, a 29mm navitor vision valve was chosen for implant using a flexnav delivery system. There was calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, the patient went into heart block upon pre-implantation balloon-aortic valvuloplasty (pre bav) balloon expansion. A temporary pacer was used but rhythm recovered. The navitor valve was deployed at a depth of 4mm/3mm without issue and patient still had rhythm. Following day, a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.